Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use on a patient, and the customer reported there was no patient harm. The respironics service technician confirmed the customer reported problem. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification and extended self testing (est) was completed and all tests passed per operating specifications.